Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has been experiencing slightly elevated blood glucose (bg) levels. The contact did not specify an event date, bg value. And declined to provide any further information regarding the reported event. In addition, the contact declined to troubleshoot with tandem's technical support on the reported issue.